Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the patient reports seeing a dimple on the implant through his skin. The implant is getting smaller with a possible micro leak.